Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited high capture threshold and poor sensing. The right ventricular lead was explanted and replaced. The patient was in stable condition.